Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance . The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover and minor scratched lcd window.

Event description:
It was reported that the customer received replace battery now alarm. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.